Event description:
Status post implanted subcutaneous central venous access port removal on (B)(6) 2013. Approximately on (B)(6), patient complained of feeling like something was under her skin. Clinical concern for retained foreign body in the left chest port site. Patient scheduled in interventional radiology on (B)(6) 2013 for procedure to rule out possibility of retained object. Sleeve for the catheter was retrieved and removed from the patient's left upper chest.